Event description:
A risk manager reported that following intraocular lens (iol) implant surgery, three unidentified pts presented with corneal edema, blurred vision, and delayed corneal descemet's folds. The reporter indicated that the events may be related to the product, and the blurred vision may take a month to clear.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).